Event description:
Pain (nos) [pain], effusion (nos) [effusion], swelling (nos) [swelling]. Case description: spontaneous report received on (B)(6) 2009 from an hcp via a company representative regarding a (B)(6) female pt, (B)(6) who experienced pain, swelling and effusion after starting synvisc. The pt received her first dose of synvisc on (B)(6) 2009 into an unspecified joint. She experienced pain and swelling the following day. She was seen by the hcp on (B)(6) 2009. The reporter stated that 7 cc was aspirated and the pt was given an injection of depomedrol. At the time of this report, the outcome is unk.